Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04057 / 04058).

Event description:
It was reported that during an initial right hip procedure, a liner would not seat into the cup. The liner was removed, the screws were checked and the cup was pulse-lavaged. Another liner was used to complete the procedure; however, it was also difficult to seat the second liner into the cup.

Manufacturer narrative:
UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.